Event description:
It was reported that during a laparoscopic sigmoidectomy, some clips ejected and some clips were malformed. The same event occurred in the second and third devices. The devices were used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.